Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user did not see insulin drops out of the end of the tubing. Reportedly, the user did not tighten the luer lock connection enough. The user tightened the luer lock connection and resumed insulin delivery. There was no impact to the user's blood glucose level.